Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin exiting the cartridge tubing and observed dried up insulin at the end of the cartridge tubing. The customer had been using the cartridge for 7 days. Tandem technical support advised the customer to change their cartridge every 3 days in order to stay within novolog labeling. A cartridge change was performed and insulin deliveries were successfully resumed. There was no known impact to the customer's blood glucose level.